Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was subsequently explanted and replaced.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the right ventricular de fibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the lead had a confirmed fracture and low impedance on both the svc and right ventricular coils. It was also noted that the patient has an occluded svc.

Manufacturer narrative:
Concomitant medical product: ddbb1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was impedance alerts for high impedance on the right ventricular coil and the superior vena cava (svc) coil. The alarms were turned off per the physician. The patient will be referred to a specialist for lead extraction and replacement. The lead remains in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range, the impedance of the right ventricular defibrillation coil was beyond the expected upper range, the impedance trend of the right ventricular defibrillation coil was variable and the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.